Manufacturer narrative:
The customer returned 9 actual samples for evaluation. The reported condition of "leaking from the luer lock" was confirmed on eight samples. Evaluation of the samples confirmed the male luers are cracked on these eight samples, which may have caused the leak condition.

Event description:
The customer reported to baxter taiwan leaking from the luer lock of an extension set. This condition occurred during use with an unknown drug. There was no patient injury or medical intervention reported. No additional information is available.